Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels and that the insulin pump had not alarmed low reservoir. The customer's blood glucose reached as high as 600 mg/dl, which was treated with a manual injection of 3 units insulin. The customer's mother called the doctor and was advised to bring the customer in. By that time, the customer's mother realized that the reservoir was empty. The caller stated that the customer was warm and feverish, for which she was advised to treat with children's acetaminophen. The customer's most recent blood glucose was 242 mg/dl. The customer's father was unsure how much insulin was in the reservoir but observed that it was between the 2 to 3 o-ring mark; he was unsure whether there had been any leakage or spillage of insulin. The caller stated that he would discuss with his spouse to review the series of events. He advised that he would perform a complete set change and monitor the situation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.